Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was instructed to continue using the pump and to call back if any malfunction code recurred.